Event description:
Related manufacturer reference number: 2017865-2022-45556. It was reported that the patient's pacemaker was failed to interrogate. Furthermore, patient's right ventricular (rv) lead exhibited loss of capture. The pacemaker and the rv lead were explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
Further information was requested but not received.